Manufacturer narrative:
The initial reported event of infection was received on 2017-03-15. Of note the serious injury is normally submitted via an alternative summary report that was submitted on 2017-04-30. Information was subsequently received on 2017-04-13 and revealed the patient died. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) was explanted and not replaced. The associated leads were capped. It was further reported that the patient expired approximately six weeks after the infection and explant of their implantable pulse generator (ipg) had occurred. Follow up with the patient's physician's office revealed the cause of death as pulseless electrical activity, possibly due to a pulmonary embolism or aspiration. It was noted that the patient had extensive medical problems at the time of her death and the pocket infection may or may not have any involvement to the patient's condition at the time of death. It was also noted the patient had evidence of a central line infection that did not involve her pocket infection during the readmission to the hospital when she passed away. No further information was able to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.